Manufacturer narrative:
It was reported that during an unidentified left hip procedure, the yankauer tip broke off and fell into the surgical site. The facility reported that this incident occurred in the middle of the procedure and that the or staff was required to "investigate and find broken pieces" for retrieval. No information was provided to the manufacturer as to what instruments were used during the retrieval process or how many yankauer tip pieces were retrieved from the surgical site. The facility reported "no guarantee that all pieces retrieved." The patient was under general anesthesia at the time of this incident. No impact to the patient, the patient's stability, to the procedure, or to the total length of the procedure was reported. No information was received regarding the events that took place leading up to the reported yankauer tip break and if this break occurred during normal use of the device. No serious injury, additional medical intervention, or follow-up care reported. No sample was returned to the manufacturer for evaluation. Due to the reported incident, this is an MDR reportable event. If additional relevant information becomes available, this report will be reopened and reevaluated.

Event description:
It was reported that during an unidentified left hip procedure, the yankauer tip broke off and fell into the surgical site.